Manufacturer narrative:
A thorough evaluation of the x8-2t model transducer identified damage to the device. Visual inspection of this probe revealed a hole in the sheath, chipped beading, discolored knobs, and worn I-tube. Further performance testing found the steering cable ferrule had insufficient solder resulting in the failure to articulate in the anterior direction. An evaluation for potential design change improvements are currently underway. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an articulation issue with their x8-2t model transducer. There was no injury associated with this event.